Manufacturer narrative:
(B)(4). The service engineer replaced the graphic user interface (gui) printed circuit board (pcb) , backlight inverter pcbs; and downloaded software to resolve the issue. The unit then passed all performed testing and operates within the manufacturing specifications.

Event description:
It was reported that the ventilator had an erratic top display. There is no reported patient involvement associated with this event.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.